Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the proximal shaft broke. The physician was preparing to deliver the taxus express2 8.8% 2.5mm x 24 mm drug eluting stent to the lesion when the proximal shaft of the delivery device broke. The physician was able to remove the entire device from the pt's body. The physician completed the procedure with another taxus express2 8.8% 2.5 mm x 20 mm stent without incident. No pt complications were reported.